Manufacturer narrative:
Novocure's opinion is that a contribution of the array placement to the ulceration cannot be ruled out. Contributing factors for skin ulcer in this patient include: prior radiation, underlying cancer disease and prior surgery affecting skin integrity. Medical device site ulcer is an expected event with device use and was reported as an adverse event in the ef-14 trial of optune together with temozolomide (tmz) compared to tmz alone in patients with newly diagnosed gbm in the optune arm of the trial (<1%).

Event description:
A (B)(6) year old female patient with newly diagnosed glioblastoma (gbm) began optune therapy on (B)(6) 2018. On (B)(6) 2020, the patient's daughter informed novocure that the patient had a skin reaction near the surgical resection scar (last surgical resection (B)(6) 2018). The patient's daughter provided a picture showing a deep ulceration with visible hardware close to the patient's surgical resection scar. On (B)(6) 2020, the patient was admitted to hospital. On (B)(6) 2020, the patient underwent wound revision surgery. On (B)(6) 2020, the patient was discharged. On (B)(6) 2020, the patient resumed optune therapy. Prescribing physician was contacted for additional information and causality assessment with no response.